Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2018 due to high blood glucose and other unknown issues. The cause of death was unknown. The customer was found unresponsive on the floor and taken to the hospital. The caller stated that the customer had blood sepsis that may have led to the customer's passing. The customer¿s blood glucose was 1358 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected less than 48 hours prior to passing. The customer's blood glucose was over 600 mg/dl everyday in the week leading up to their passing. The customer was not using sensors. The caller agreed to return the insulin pump for analysis but declined pump upload.